Manufacturer narrative:
Visual inspection of the product photo was performed. The photo of the product received is not clear enough to see the issue reported. A device history record (DHR) review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed due to the picture that was received not being clear enough to see the issue reported and determine the root cause. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint form indicates: "the user insists that moldish things can be seen inside of the return tube. (They were used for 2 weeks_." No patient injury reported.